Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
Clinical update received reports that following a repeat procedure performed on (B)(6) 2025 for atypical atrial flutter, an ultrasound revealed a small av fistula with low hemodynamic relevance. The physician thinks the fistula resulted from accidental puncture of a small arterial vessel. An evaluation on (B)(6) 2025 showed improvement of the fistula but not yet resolved. Index procedure for persistent atrial fibrillation had been performed on (B)(6) 2025. Patient had history of atrial tachycardia, persistent atrial fibrillation, severe obesity (bmi >41), and renal insufficiency. There were no performance issues with any abbott device.